Event description:
It was reported that the patient's ams 800 artificial urinary sphincter (aus) was removed on unknown date unspecified reason. A new aus was reimplanted. Additional information received stated that the patient experienced infection with the aus and he is recovering from the surgery.